Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. This report is being filed on an international product, list number 7k70, that has a similar product distributed in the us, list number 6c06.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70, that has a similar product distributed in the us, list number 6c06.

Event description:
The customer observed falsely elevated psa (prostate specific antigen) results for one patient while using the architect total psa reagent. The following data was provided (ng / ml). Results for the same patient: (B)(6) (using lot 61499fn00 on (B)(6) 2016) initial 63.61, repeat 63.39; (B)(6) (using lot 63007fn00 on (B)(6) 2016) initial 3.11, not repeated. The patient was being monitored and had been diagnosed with prostatic hyperplasia. Previous psa results from in (B)(6) 2016 (12.164) and (B)(6) 2016 (4.715) were provided. The patient had undergone a prostate biopsy that was negative in (B)(6) 2016. The customer stated that the psa result in (B)(6) 2016 was lower, however the specific value was not provided. No impact to patient management was reported.